Event description:
It was reported that the patient presented to the emergency room with palpitations. A lead warning triggered due to high thresholds on the right atrial (ra) lead. There was also possible far field r-wave (ffrw) oversensing noted on some recorded episodes. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.